Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was not adversely impacted. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.